Event description:
The customer reported that their device was randomly powering itself off and on. The customer indicated that closing the lid would intermittently not turn off the device. The lid latch on the device is integrated with the power switch. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has attempted to follow up with the customer regarding the reported device issue but has been unsuccessful in reaching them. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.